Manufacturer narrative:
Upon analysis, the complaint of backup operation was confirmed. The device image indicated that code corruption had occurred in the hardware register and reverted the device to bvvi mode, however the cause of code corruption could not be determined. Analysis performed after installing a new battery and reloading product code revealed no anomalies. The original battery was depleted to eol level. The implant duration exceeded 75% of the device¿s projected longevity, and is considered normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
The device was found to be in vvi back-up mode due to eri and code corruption. The device could not be reprogrammed due to low battery, so it was explanted and replaced. The patient was in good condition post-procedure.